Manufacturer narrative:
(B)(6). Four devices were returned for evaluation where product investigation revealed that the actuators are at the post t2 deployment position in all of the devices. All devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair using a fast-fix 360 curved needle delivery system that both "darts" were deploying at the time of insertion into the meniscus. A backup device was on hand to complete the procedure.